Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an orif surgery for a femoral trochanteric fracture. At the cementing after a 95 mm blade insertion, the side opening cannula became stuck in the blade and only went in about halfway up the blade. Considering the possibility that something might be stuck in the blade, the surgeon removed the cannula once and checked with a 3.2 guide wire by passing it through the inside of the blade. At that time, the guide wire was felt stuck, but it reached the tip of the blade. The sleeve of the cannula was checked again for the length of the blade (95 mm). When the cannula was inserted again, it was confirmed on the image intensifier that the cannula passed through the blade without any problem. The cement was inserted with a 1mm syringe but did not come out. The syringe was removed, and the cement was pushed with a plunger, but no cement came out of the blade. When the guide wire was passed again to see if it passed through the blade, a small amount of cement came out of the tip of the blade when it did. However, the cement did not come out of the holes where cement normally come out. After that, cement insertion was abandoned because the cement in the canula was beginning to harden. The surgery was completed successfully with no surgical delay. Postoperatively, the patient is undergoing rehabilitation as usual. No further information is available. This report is for one (1) unk - biomaterial - cement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unk biomaterial - cement /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.